Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record of batch number 74b1602655 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No rejection reports were originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled and inspected according to our specifications. No corrective actions can be implemented due to the lack of device sample to perform a proper investigation and determine the root cause. Customer complaint cannot be confirmed.

Event description:
The customer alleges that the smart column failed to function properly when on an infant ventilator and pressure ventilation. The column check valve appears not to be working at keeping the reservoir bottle out of the compressible volume loss/compliance circuit.